Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad which was experienced during evaluation. Evaluation observed limited keypad operation due to the column 1 keys (1st soft key, on/off key, #0, and the (.) Key) being inoperable, found to be caused by a failed keypad. The failed keypad was replaced.

Event description:
It was reported that a spectrum pump's "left side of keypad does not work". It was also reported there was no patient injury.